Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was in confirmed overdischarge. It was reported that this was the first overdischarge event. A physician mode discharge (pmr) was performed but after the 60 minute reset the patient programmer could not interrogate the device. The patient was sent home to recharge. Two days later, the patient reported being in a lot of pain, and that his patient programmer would not communicate with the device. He reported he could not turn it down or off, and the patient programmer was displaying the ¿call your doctor¿ icon. It was noted that the patient tried to turn the device off with the recharger, but the "call your doctor" icon appeared. Symptoms reported by the patient were overstimulation, shocking/jolting sensation, and inability to adjust stimulation. A healthcare provider at a nearby hospital was able to turn off the device for the patient using the clinician programmer. A future appointment to reset the patient programmer was being organized. Additional information was received. It was reported that the patient was seen today and the battery had discharged again. A healthcare provider ¿rebooted the device and let him recharge for a while at the clinic so that she was able to communicate with the device and patient programmer." It was reported that the patient programmer was reset and ¿the patient went home happy." It was later reported that when the patient had been in the clinic earlier, a power on reset message had appeared. The battery indicated that ¿another software card had communicated with the device and that when the device was reprogrammed it went back to its original setting." The representative mentioned the ¿field notice sent out recently to do with the MRI software cards." It was stated that it was ¿working great." It was reported that the patient¿s ¿impedances were all fine and the patient didn¿t fall¿ but test results were not available.

Manufacturer narrative:
(B)(4).